Event description:
This lead was explanted due to dislodgement and was replaced. The lead has been retained by the hospital. Should additional information become available, this event will be updated.